Manufacturer narrative:
Event took place outside of united states (in (B)(6)) and was associated with a product that is also cleared for market within the united states.

Event description:
Revision surgery on (B)(6) 2019 due to infection approximately 6 weeks after primary surgery. Surgeon explanted 36mm centered glenosphere with screw and 135/145 36/+3 humeral cup and replaced them with another 36mm centered glenosphere with screw and 135/145 36/+3 humeral cup.